Event description:
A non-health care professional reported during the intraocular lens implantation due to the serrated plunger has resulted in multiple patient complications that resulted in anterior vitrectomy and causing tear in the capsular bag. Additional information has been requested.

Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Five opened handpiece were received for the report of serrated plungers, resulting in multiple patient complications. The samples were visually inspected and all five samples were found to be conforming. A functional thread engagement and plunger movement test was then performed and found to be conforming on all five samples. Finally, a dimensional plunger height inspection was performed. The plunger height was found to be conforming on samples #2-5 and was non-conforming on sample #1. Surface roughness was then performed on the mouth of the plunger and on the 3-8mm section of the plunger of all 5 returned samples. The surface roughness of the mouth was found to be conforming on all five plungers. The surface roughness of the 3-8mm section of the plunger was found to be conforming on samples 1, 2,3, and 5 and was found non-conforming on sample 4. Photos of the product are attached to the parent file and have been reviewed by the investigation site. The surface finish of the plunger appears to not be smooth (serrated) confirming the reported issue. The sample evaluation confirms that sample #4 had a non-conforming surface roughness, which could appear as serrations. The four other samples returned were found to be conforming for surface roughness, not confirming the reported serrations in samples 1-3 and 5. The exact root cause of the non-conforming surface roughness is related to the manufacturing process of the supplier of the plunger component. The manufacturer internal reference number is: (B)(4).